Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was discarded and not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. (B)(4).

Event description:
(B)(4) - a perforation occurred during use of the diamondback coronary orbital atherectomy device. A balloon was used to address the cardiac tamponade, and a covered stent was placed to address the perforation. The patient was stable following the procedure.